Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A 4.00 x 24 synergy drug-eluting stent was advanced to treat the lesion with a non-bsc guide extension catheter. The stent came out from the guide extension catheter without issues; however, resistance was encountered when the device was retrieved into the guide extension catheter to reposition the stent. The stent delivery system was removed from the patient and the stent was found to be dislodged. The mid portion of the dislodged stent was stuck at the tip of the guide extension catheter. The procedure was completed with a 4.0x23 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 24mm stent was returned for analysis (detached from the stent delivery system) with a 6f guideliner. The sds was not returned for analysis. A visual examination of the crimped stent found a detached stent partially inserted through the tip of the 6f guideliner. The exposed struts were undamaged however the struts closest to the edge of the guideliner were distorted and overlapping. It was possible to remove the stent with no force, the stent once removed from the guideliner showed struts that were severely stretched and distorted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the moderately tortuous right coronary artery (rca). A 4.00 x 24 synergy drug-eluting stent was advanced to treat the lesion with a non-bsc guide extension catheter. The stent came out from the guide extension catheter without issues; however, resistance was encountered when the device was retrieved into the guide extension catheter to reposition the stent. The stent delivery system was removed from the patient and the stent was found to be dislodged. The mid portion of the dislodged stent was stuck at the tip of the guide extension catheter. The procedure was completed with a 4.0x23 non-bsc stent. No patient complications were reported and the patient's status was good.